Event description:
The report stated that during preparation for the procedure, the electrosurgical pencil was plugged in and the cut function immediately activated. There was no injury to staff, and it was not used on the pt.

Manufacturer narrative:
Date of initial report: 4/01/2009. The incident sample has been requested but to date, has not been received for eval. If the sample is received or, if additional info pertinent to the incident is obtained, a follow-up report will be submitted.